Event description:
It was reported that the ventilator was not cycling correctly. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator device was not cycling correctly. Our field service engineer investigated the unit at the hospital, no issues could be verified during the onsite investigation. The device passed several pre-use check without any deviations, the ventilator was released to the customer for clinical use. The reported date of event is the (B)(6) 2020, the evaluation of the received ventilator logs shows that there was no ventilation at that date. The review from (B)(6) reveals that there was several clinical alarms generated during ventilation. The test log reveals that the ventilator passed the system pre-use check prior the ventilation session on (B)(6) and after on (B)(6) without deviations. The technical log do not contain any alarms that could indicate on a permanent device malfunction. The generated clinical alarms during ventilation indicate a leakage, an issue with the settings, and on one-occasion low gas pressures. It is unknown if the device was connected to the wall gas air supply? Or to an external air compressor unit. Our conclusion is that the ventilator worked according specifications and alarmed as per design to alert the operator about the ongoing issues.